Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range pacing impedance with regard to the right atrial (ra) lead. The onset of the high impedance occurred at the same time as a stored episode of oversensing of the respiratory rate trend feature on the right atrial ra channel, which resulted in an inappropriate atrial tachycardia response (atr) episode. There was also evidence of loss of capture on the ra lead. Technical services (ts) recommended that the patient be evaluated in clinic as well as a possible chest x-ray to assess the lead. Additional information received indicated that the ra lead was explanted and replaced due to suspected fracture. The lead exhibited out of range impedance > 3,000 ohms and high capture thresholds. The right ventricular (rv) lead was also explanted and replaced due to concern over clavicular crush. At this time the crt-d remains in service and no adverse patient effects were reported.